Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that the insulin pump failed the displacement test. The customer stated that prior to the event, a motor error alarm occurred while the customer was priming. The customer also stated that the insulin pump was not exposed to a high magnetic field. Troubleshooting was performed and the insulin pump failed the displacement test twice without giving a low reservoir alarm. Nothing further was reported.